Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient undergoing csf management surgery. It was reported that the water storage valve rebound function was poor. There was no intervention performed or planned related to the issue. There were no related patient symptoms.

Manufacturer narrative:
The returned valve had catheters connected to the inlet and outlet connectors with sutures. Two sutures were connected to the flange. The valve met the requirements for patency, leak, and valve flux testing. The valve did not meet the requirements for pressure-flow, preimplantation, or reflux testing. There was proteinaceous debris on the valve. Proteinaceous debris was observed in the catheter segment not attached to the valve and it was occluded. The instructions for use cautions, ¿underdrainage may occur due to obstruction or inadequate performance level setting. Shunt obstruction may occur in any of the components of the shunt system due to plugging by brain fragments, blood clots, bacterial colonization, tumor cell aggregates or other debris at some point along its course.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.